Manufacturer narrative:
The glidescope go monitor was returned to verathon for evaluation. A verathon technical service representative evaluated the returned glidescope go monitor and confirmed the reported image issue. The verathon technical service representative connected the glidescope go monitor to a known, good, verathon test glidescope video baton 2.0 but was unable to reproduce the reported image issue. The customer's glidescope go monitor was then connected to a known, good, verathon test single-use blade and observed the image flickered when the connector was moved up and down. The camera image quality test was performed and failed for the glidescope go monitor. To address the image issue found the verathon technical service representative replaced the hdmi connector cap on the glidescope go monitor. They then certified and updated the software to the latest version before returning the glidescope go monitor back to the customer. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Manufacturer narrative:
The device has been received by verathon, however; at the time of the report the device evaluation has not been completed. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope go monitor, the connector port on the monitor was damaged. When the connected laryngoscope blade was moved the image would disappear intermittently and return with lines. The procedure was completed using an unknown model device, which was made available in an unspecified amount of time. No harm to the patient or user was reported.